Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the inner insulation was breached and had metal ion oxidation. It was noted that the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead had low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.